Event description:
It was reported that following a routine computerized tomography (CT) scan, the deep brain stimulation (dbs) lead was identified as not being in an ideal position. There were no devices issues, however, the dbs patient underwent a revision procedure due to the lead not being in an ideal position. The explanted lead was discarded by the medical facility. The patient was doing well postoperatively.